Event description:
Pt experiencing constant pain & effusions containing poly debris. At revision the dr discovered a lot of poly debris, and a lot of synovial inflammation. The pt has a moderate to high activity level and is described as very healthy.